Event description:
Rptr complains of lupus butterfly pattern on face and severe rash on arms and legs, resulting in permanent damage to "tips of lips" and skin on arms. In 5/87, she had a nail fungus causing loss of nails in 2/94. She has had other symptoms.